Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements. Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported patch marks on the image. Additionally, there was one line on the image and reconnecting the scope does not fix the issue. The issues occurred during reprocessing. The issues involved an olympus bronchovideoscope. There was no patient involvement.